Manufacturer narrative:
(B)(4)

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2016-00150. Reference MFR report: 3008829311-2016-00151. It was reported the patient ((B)(6)) experienced ineffective stimulation. X-rays showed no anomalies and no impedance readings were performed. Surgical intervention was undertaken and the patient's drg system was explanted and replaced with a different manufacturer's system.